Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 650cc mentor memorygel xtra breast implant prosthesis. Post-operatively, the patient had concerns with her left breast and desired bilateral scar revision surgery. During a physical exam with a medical professional, she was diagnosed with baker grade IV capsular contracture of the left breast. As a result, the patient is scheduled for a bilateral scar revision and breast implant removal surgery on (B)(6) 2024. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2024-04440 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: hypertrophic scar. Date of explantation: (B)(6) 2024. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 20, 2024, the mentor analysis lab received the suspect medical device for evaluation. On may 27, 2024, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. During the visual evaluation, no apparent damage or visual anomalies were observed on the breast implant device. Hypertrophic scarring may result from delayed/impaired wound healing. Skin tension is frequently implicated in hypertrophic scar formation. Abnormal scar healing commonly involves areas of high skin tension. Other factors implicated in the etiology of abnormal scar formation include wound infection or anoxia, a prolonged inflammatory response, and wound orientation different from the relaxed skin tension lines. Hypertrophic scarring is a known complication associated with any surgical incision and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).